Event description:
Catheter wall damage due to cannula tip- during our final assembly process, if at anytime the cannula tip pierces the catheter wall, it results in a spear-through which the vision system is designed to reject. Because of the way our final assembly machine places the catheter onto to cannula there is no way the cannula can pierce the catheter wall and then be with-drawen and placed back up through the catheter. This defect was probably due to recannulation.